Event description:
Since the uae, continues to experience severe and chronic pelvic pain, pelvic and vaginal pressure. Uterus is slightly enlarged, pt now wants hysterectomy to end the constant pain. No ther solution has been offered by doctors.